Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received insulin flow blocked alarm. The customer's blood glucose was 5.5 mmol/l at the time of incident. The customer was tried different cannula and tubing lengths. Customer stated they had tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.